Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer multiple sample luer adapter had the sleeve fall off. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "separation of the np sleeve. After blood collection using a terumo's tube, the sleeve was separated from the adapter, staying with the stopper of the tube."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve fall off with the incident lot was observed. The most likely cause is that the sleeve was not fully seated on the non-patient cannula causing the sleeve to dislodge. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® multiple sample luer adapter had the sleeve fall off. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "separation of the np sleeve. After blood collection using a terumo's tube, the sleeve was separated from the adapter, staying with the stopper of the tube."